Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 155 mg/dl. The customer successfully primed the air bubbles from the tubing.